Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "why is the implantable pulse generator (ipg) not kicking before my heart rate (hr) gets to 50 beats per minute (bpm)? I was admitted to hospital on saturday and the heart monitor was showing my hr in the 50s bpm. It is supposed to be set to 60bpm". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.